Event description:
Customer reported a female pt was on pca with dilaudid (concentration 0.2mg/1ml) and at 0600 on (B)(6) 2012, the pt coded. Pt did survive the event; unk if pt is still in hosp. Per the customer "the drug concentration was too strong or possibly not labeled properly." An etco2 module was attached and did alarm several times waking up the pt. The pt also had a 0.9% normal saline infusion running at 125ml/hr. Tubing involved in the event was not sent with the pumps at the biomed shop. Customer states that no additional pt/event info is available.

Manufacturer narrative:
(B)(4). The customer's request for log analysis was met; the associated pc unit event logs show that the pca module was programmed to run a pca dose only infusion of hydromorphone 6mg in 30ml. Each dose ran at a rate of 150ml/hr with a vtbi of 1ml with a concentration of 0.2mg/ml. Between the time the system was powered on ((B)(6)at 5:16am) and the pca was powered off ((B)(6) at 6:01am), there were 23 successful pca dose requests. The starting volume detected in the syringe was 27.194ml and the ending volume detected was 4.194ml. The pca module was received for eval. Functional testing was performed the module passed all testing and was found to be functioning properly. From the info provided by the customer and what was observed in the pcu event logs, a determination of whether or not an over infusion took place could not be determined, and the pca module was found to be functioning properly.